Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming recommendations were made. There were no reported patient consequences.

Manufacturer narrative:
Correction: company representative was erroneously checked for g2 as no information was received from a representative.